Manufacturer narrative:
Correction information: b1: from adverse event and product problem to product problem. B2: delete. B4: date of this report. B5.refer to h11. F7: follow up #01. F11: updated dates. F13: updated dates. Additional information: h11: interim report. F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect - clinical code : added - 4582 no clinical signs, symptoms or conditions, removed - 4476 gastrointestinal hemorrhage. Health effect - impact code : added - 2199 no health consequences or impact, removed - 4605 disruption of subsequent medical procedure and 4641 unexpected medical intervention. Interim report: pentax medical america and the japanese investigation representative conducted a good faith effort (gfe) to collect additional information regarding the event. A total of three inquiries were made from the japanese side, and on may 23, 2025, a representative from pentax medical confirmed that the bleeding was not caused by the endoscope. The japanese investigation representative confirmed this information on may 26, 2025, and reported that the causal relationship with the endoscope had been ruled out. In this case, hemostatic treatment was performed to address pre-existing bleeding. It was confirmed that the bleeding had occurred independently of the endoscope, and the intervention was part of the intended medical treatment. Therefore, the event does not represent a disruption of a subsequent medical procedure or an unexpected medical intervention caused by the device. Although a vapor-like emission was reported from the distal tip of the endoscope during the procedure, there were no signs, symptoms, or adverse physiological effects observed in the patient. The bleeding treated during the procedure was pre-existing and unrelated to the device issue under evaluation. Therefore, the clinical code "no clinical signs, symptoms or conditions (4582)" has been applied. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Refer to h11.

Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect - clinical code : 4476 gastrointestinal hemorrhage health effect - impact code : 4605 disruption of subsequent medical procedure, 4641 unexpected medical intervention medical device problem code : 3190 insufficient information. Component code : 4776 insufficient information. Pentax medical america performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 01-may-2025. - the procedure was therapeutic in nature. - the patient was not recalled for further screening, but a follow-up is planned. - the patient was reported to be in good condition. - the scope and processor involved in the event were not removed from circulation and are currently being used in clinical procedures. - the processor used was an epk-i8020 (serial number unknown), and the software version installed at the time of the event was reported to be the most current. - massive bleeding was reported during the procedure and was suspected to be associated with the use of the endoscope. - the bleeding occurred during both colonoscopy and esophagoscopy (same case). - the specific operational phase during which the bleeding occurred could not be determined. - hemostasis was successfully achieved using hemospray. - the originally planned procedure was modified as a result of the bleeding. - no additional interventions such as transfusion, medication, or hospitalization were required.. - the patient's condition did not deteriorate, and the patient remained under observation after the procedure. - optical enhancement (oe) mode was not used, and the facilities involved confirmed that they do not use oe mode for this purpose. - it is unknown whether any blood or debris was visible on the illumination lens of the endoscope. It is unknown whether the bleeding and the reported emission of smoke from the distal end of the endoscope were related. Investigation is ongoing to determine if there is any potential causal relationship between the two events. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 16-apr-2025, pentax medical became aware of an adverse event involving a pentax medical video colonoscope modelec38-i20cl, serial number (B)(6) in (B)(6), united states. The facility reported that smoke was observed emerging from the distal end of the endoscope inside the patient during an endoscopic procedure. The physician stated that they visually confirmed smoke coming from the distal end of the endoscope within the patient. In response, the physician and other medical staff at the facility expressed strong concerns about continuing to use the endoscope. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.